Event description:
An altitude alarm occurred with the customer's pump. The customer's blood glucose level was 320mg/dl. The customer replaced the cartridge to resolve the issue, and technical support provided tips for preventing future altitude alarms. The pump resumed normal operation.